Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right side deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(46) caucasian female patient underwent primary breast augmentation with an unknown size unknown saline implant, and was presented with right side deflation observed by the physician on (B)(6) 2019. As a result, the device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On 7/11/2019, the mentor failure analysis lab received the device for evaluation. On 7/22/2019, device evaluation was completed. Device evaluation summary: the analysis results showed that the device appeared intact. Leak testing revealed there was a tear in the posterior aspect measuring approximately 0.2 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. On (B)(6) 2019, mentor became aware that patient underwent bilateral explantation and replacement with catalog number: 3501645; serial numbers (B)(4) on the left and with (B)(4) on the right side on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).